Event description:
It was reported that during a routine device change out, the chronic right ventricular (rv) lead was damaged. It was noted that it was not possible to get new access on the patient's left side so the new system had to be placed on the right side. The chronic rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.